Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements, which remained within normal limits, along with increased pacing thresholds in the bipolar configuration. The physician indicated that the lead was failing and noted that the patient was pacemaker dependent; therefore, implantation of a left bundle branch (lbb) lead connected to a biventricular (biv) pacer was considered. Technical services (ts) recommended placing the lbb lead in the lv port and retaining the existing rv lead in the rv port, programmed for unipolar pacing and bipolar sensing. This recommendation was implemented. The pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p), and the lbb lead was implanted as planned. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.